Event description:
Patient was revised to address collapse of the head.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.